Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and reviewed the logs. The ventilator engine was replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed for overpressure. There was no reported patient involvement.